Manufacturer narrative:
Customer reported that they observed droplets of fluid on the mts anti-igg gel card foil during antibody screen testing on the ortho provue analyzer. The customer did not provide info regarding results of testing. An ocd field engineer (fe) arrived on site to evaluate the analyzer. The fe reported that the customer had failed to properly attach a component of the fluidics system to the waste container, causing a break in the fluidcs system. The fe correctly seated the connection between the fluidics system and the waste container and returned the analyzer to expected operation. Carry over and / or cross contaminations was not reported as a result of this incident. The customer did not provide info concerning the presence of condition codes indicating incidents in the fluidics system. If this incident were to recur undetected, erroneous results could be reported and possible transfusion of incompatible blood could occur. No malfunction of the analyzer could be identified. Product labeling instructs the customer of the proper procedure for maintenance of the wash container. However, user error during maintenance resulted in droplets of fluid on top of the gel card foil.

Event description:
Customer reported that they observed droplets of fluid on the mts anti-igg gel card foil.